Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. Device evaluation: visual inspection of the unit under test (uut) it was found that the screws on the boots were not tightened to the correct torque. Aside from normal wear and tear, no other visible damage or contamination was observed. The uut was powered using its internal battery in vent check mode, and both the power on self-test (post) and event trace were downloaded. Finding/root-cause: the reported complaint was confirmed and replicated, attributed to a faulty battery. The root cause of the battery issues cannot be determined at this time. The supplier will determine the root cause if a trend is identified. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the battery on this unit will not last more than 16¿18 minutes. Unit was being used during a transport. There was no patient harm was reported.